Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend associated with this complaint and completed its investigation. Failure analysis (fa) did not confirm/replicate the reported issue as the instrument passed recognition/engagement tests. The vessel sealer extend moved intuitively in all directions and grips opened/closed properly. There was no blade exposed and jaw ceramic dots were present. Fa tested the instrument on an in-house system and energy was delivered without issue and the instrument passed the cut test. Fa found no errors in event logs. Fa noted there was no problem detected with the sealing functionality of the instrument. Additionally, fa found multiple engagement failures based on log review of the instrument. The instrument was used on an in-house system without issue and fa could not establish root cause of the engagement failures identified. A log review was performed and found that the vessel sealer extend instrument reported in this complaint was used on (B)(6) 2021 on system # (B)(4). The vessel sealer extend is a single-use instrument. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. This complaint is a reportable event because the vessel sealer instrument reportedly did not sufficiently complete a seal, and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted procedure the vessel sealer extend instrument was not sealing properly. The site completed the procedure and there was no report of patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.